Event description:
Customer's son alleged mother was treated with IV fluids and insulin for a blood glucose of "around 340" mg/dl. The son stated that his mother had been unable to perform a blood glucose test on the aviva system due to not understanding how to use the newly purchased device, and therefore had not taken her insulin. The son stated that she had, however, taken 10mg of glipizide at some unknown time prior to the event. Replacement product sent; product return requested.